Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose was 25 mmol/l without signs or symptoms of hyperglycemia. It was reported the patient was hospitalized on (B)(6) 2017 and treated with insulin via injection and intravenous fluids. It was reported the patient had discontinued the pump for one year and resumed pump use after being told by an undisclosed person to do so due to high blood glucose excursions. The patient reportedly changed the basal and bolus settings themselves without healthcare provider instruction, cartridges and infusion sets that had expired between 2013-2014 were used, and the site location was not changed during an infusion set change. Reportedly, miscounting carbohydrates, issue with quality of insulin, and incorrect manual calculation of dosage contributed to the reported health event. During troubleshooting, it was reported that: the pumps basal history and total daily dose basal history were appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly. This complaint is being reported because the reported health event was attributed to device use errors.